Event description:
It was reported that during implant attempt, there was impedance greater than 1300 ohms via the analyzer and 1400 ohms through the device. The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "all good".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, but blood noted on helix; the analyst noted that the helix extends and retracts within product specification. No damage or bend was found on the helix; full lead returned and analyzed.